Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and the cause was not known. A bolus was delivered and bg remained elevated. During a pump system check with tandem technical support, insulin was observed leaking at the luer lock and the infusion set tubing was bent at the lock connector. The customer inserted a new infusion set and insulin delivery was resumed.